Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues and damage occurred. The target lesion was 80% stenosed, moderately tortuous and severely calcified. The lesion was predilated and a 6 x 200 x 130 innova superficial femoral artery stent was advanced contra laterally to the lesion and deployment was initiated. After approximately 3 centimeters deployment difficulties were encountered and the stent could not be deployed. The stent elongated. A balloon catheter was advanced and used to the crush the stent. The procedure was completed with balloon angioplasty and there were no patient complications reported.